Manufacturer narrative:
Concomitant medical products: 407645 lead, implanted : (B)(6) 2008. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician noticed that the left ventricular (lv) lead had dislodged and pulled back into the right atrium when doing a ventricular tachycardia (vt) ablation. High thresholds were noted, increasing gradually over time to levels exceeding maximum device output. The lead was capped and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.